Manufacturer narrative:
The device involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On 01/07/2018, endologix was informed of a patient with a type 2 endoleak during a routine post implant recheck. The original afx2 implant was placed on (B)(6) 2017. This was a tough case due to patient having a previously placed stent in the left renal that was sticking out, so an infra renal aortic stent was placed to correct that. Physician noted the type 2 endoleak, however, it was also noted that the vela proximal extension was not completely in contact with the aortic wall portion of the proximal neck. Physician suggested a secondary procedure be placed with a palmaz stent in the vela proximal extension to ensure maximum proximal neck contact. No planned date has been confirmed for the secondary procedure. Patient will be continued to be monitored.

Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, there were reported evidence that supported the following case event. Clinical was able to confirm the malposition of the device. However, device, user, procedure and anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. A review of the manufacturing lot confirmed all devices met specifications prior to release. The devices remain implanted in the patient and will not be returned and no evaluation will be completed. These types of events will be monitored and trended as part of the quality system. Suspect medical device (operator of device): remove physician and replace with health professsional.

Event description:
On (B)(6) 2018, as secondary procedure was performed. Physician did a re-intervention with a non-endologix (palmaz) placement in the proximal extension. Procedure went well. Physician also plans to do an ir (infrarenal) and coil the ima (inferior mesenteric artery), but no date has been scheduled for that procedure.